Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 500 mcg/ml of baclofen at 120 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported the patient had an increase in spasticity with itching and moodiness. The patient had reportedly had a seizure in the last few days (relative to the report, (B)(6) 2018). Regarding environmental/external/patient factors that may have led or contributed to the issue, the patient was due for a pump refill on (B)(6) 2018. Regarding diagnostics/troubleshooting performed,the pump was interrogated, and the logs were read. There were no events noted on the logs. The patient was taken to the operating room for exploration of their infusion system. At surgery, after removing the pump and the proximal segment of the catheter, the distal catheter was noted to have good cerebrospinal fluid (csf) flow. The reservoir of the pump was tapped and less than 0.2 milliliters (mls) of drug was removed. The anticipated reservoir volume was 3.2 mls. Therefore, the decision was made to replace the pump. The patient¿s pump and the proximal segment of the catheter were replaced on (B)(6) 2018. It was indicated the hospital was in possession of the device and it would be returned to the manufacturer. It was unknown if the issue had resolved at the time of the report. The patient¿s status at the time of the report was provided as ¿alive - no injury.¿ no further complications were reported or anticipated. Other medications being taken at the time of the event, patient weight, and medical history were unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter; ubd:2016-12-05; UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported the proximal catheter segment was replaced during the pump replacement because the physician had trouble removing the connector on the pump, even after pinching the black markers. It was unknown if the patient was receiving effective therapy following the replacement.